Manufacturer narrative:
The investigation determined that during internal testing, higher than expected vitros ipth results were obtained from twelve patient samples processed when compared to a non-vitros method (roche) to which the vitros ipth should have a 1:1 correlation. Ortho has identified a 40% positive bias comparing vitros ipth to roche across all samples in the correlation study. The origin of the positive bias is currently not known. The investigation is ongoing. (B)(4).

Event description:
During internal testing, an ortho clinical diagnostics (ortho) principle scientist obtained higher than expected vitros ipth results on twelve patient samples compared to a non-vitros method (roche) to which the vitros ipth should have a 1:1 correlation. Sample 009: 55.5 pg/ml versus expected result of 38.9 pg/ml. Sample 024: 59.7 pg/ml versus expected result of 36.5 pg/ml. Sample 031: 44.9, 39.4, 40.4 and 40.6 pg/ml versus expected result of 23.1 pg/ml. Sample 048: 79.4, 94.0, 70.7, 100.3, 73.7 and 79.1 pg/ml versus expected result of 46.9 pg/ml. Sample 058: 72.3 pg/ml versus expected result of 52.0 pg/ml. Sample 063: 66.4 pg/ml versus expected result of 48.6 pg/ml. Sample 068: 80.5 pg/ml versus expected result of 58.5 pg/ml. Sample 070: 96.5 and 92.4 pg/ml versus expected result of 68.7 pg/ml. Sample 084: 35.0 pg/ml versus expected result of 18.5 pg/ml. Sample 098: 87.1 pg/ml versus expected result of 66.5 pg/ml. Sample 102: 70.2 pg/ml versus expected result of 52.8 pg/ml. Sample 104: 68.5 pg/ml versus expected result of 50.6 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros ipth results were obtained during internal testing and were not reported to physicians. There were no allegation of patient harm as a result of these events. This report is number three of seven MDR's for this event. Seven 3500a forms are being submitted for this event as seven devices were involved. (B)(4).